Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one unknown guidewire was returned for sample evaluation. Gross, visual, tactile and microscopic visual evaluations were performed. The guidewire was noted to be uncoiled and stretched. A break was noted on the proximal end of the guidewire. A core wire was noted to be protruding from the uncoiled portion of the guidewire and separated. The distal tip of the guidewire was noted to be bent. Image x-ray review was done, and it do not show any potential failures. Therefore, the investigation is confirmed for the reported fracture, material separation, material unravel, and material bent and identified deformation and stretch issue. However, the investigation is inconclusive for the reported migration and physical resistance as no evidence found to confirm from the sample evaluation and image review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2026), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the guidewire was allegedly torn off in the right chest subcutaneous tissue. It was further reported that during the left subclavian vein placement attempt, the line placement was difficult as the wire allegedly got coiled medially and when retracted, the wire got snagged on the bevel of the needle. It was also reported that the catheter was allegedly migrated into a suboptimal position. Furthermore, the wire and needle were removed however the wire was found to be unraveled and a tiny piece of sheared wire was noted. Reportedly, the retained wire fragment was retrieved through the neck incision and the catheter was removed and replaced at the left internal jugular vein. The patient was reported to be stable.

Event description:
It was reported that during a chronic catheter placement procedure, the guidewire was allegedly torn off in the right chest subcutaneous tissue. It was further reported that during the left subclavian vein placement attempt, the line placement was difficult as the wire allegedly got coiled medially and when retracted, the wire got snagged on the bevel of the needle. It was also reported that the catheter was allegedly migrated into a suboptimal position. Furthermore, the wire and needle were removed however the wire was found to be unraveled and a tiny piece of sheared wire was noted. Reportedly, the retained wire fragment was retrieved through the neck incision and the catheter was removed and replaced at the left internal jugular vein. The patient was reported to be stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.